Manufacturer narrative:
(B)(4). Result: (hemorrhage).

Event description:
During the index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lcx, one endeavor sprint rx drug eluting stent implanted to the mid lad and one endeavor sprint rx drug eluting stent implanted to the proximal lad. One other brand stent was implanted to the right pda. Approx 6 weeks later, the pt underwent a staged pci. One endeavor sprint rx drug eluting stent was implanted to the mid rca. Approx 4 weeks later, a nose bleed is reported to have occurred. Asa was decreased to 81 mg per day. Four days later, the pt suffered a gi bleed. Blood per rectum and melena in stool were noted. The pt was admitted to hospital and a colonoscopy was performed. Plavix and asa were held. The investigator assessed that there was no relationship between the event and the study device, and a possible relationship between the event and the study drug. Plavix was resumed upon discharge. The pt recovered with treatment and no other clinical sequelae were reported. (Ref MFR #s 9612164-2011-00249, 9612164-2011-00250, and 9612164-2011-00251).